Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the asymptomatic patient¿s right ventricular apical lead reflected a decrease in pacing lead impedance. No changes in capture threshold was noted. No noise was noted. Programming changes were made and the patient will continue to be monitored.